Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pinched lip [lip injury]; brushhead broke during use, pinched lip [injury associated with device]; brushhead broke during use [device breakage]. Case description: a (B)(6) female consumer reported that 2 oral-b power oral care refills precision clean out of 4 had pinched her lip and broken while in use with an oral-b rechargeable toothbrush, version unknown. This happened two weeks ago and had recovered a week ago. This was not the first time the consumer had used these particular brush heads, and she used them twice every day. She discontinued use about a week ago. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.

Manufacturer narrative:
On 28-jul-2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Pinched lip [lip injury]; brushhead broke during use, pinched lip [injury associated with device]; brushhead broke during use [device breakage]; product counterfeit [product counterfeit]. Case description: a (B)(6) female consumer reported that 2 oral-b power oral care refills precision clean out of 4 had pinched her lip and broken while in use with an oral-b rechargeable toothbrush, version unknown. This happened two weeks ago and had recovered a week ago. This was not the first time the consumer had used these particular brush heads, and she used them twice every day. She discontinued use about a week ago. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.